Manufacturer narrative:
The reported guide wire was returned to csi for analysis. Examination of the wire revealed the spring tip to be fractured off. The spring tip fragment was also received for analysis. There was no other damage noted to the guide wire. Scanning electron microscopy was performed on the adhesive bond and wire fracture faces and showed excessive torsional and rotational damage and stresses. This damage confirmed that the oad driveshaft had been spun into the guide wire spring tip, causing the fracture. The instructions for use (IFU) for the reported device states "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis investigation, the report that the guide wire became detached was confirmed to be due to use error. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID # (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the tip of the viperwire guide wire became detached in the distal vessel. The target lesion was a 50% stenosed type b lesion located in the proximal circumflex. The lesion was primary wired with the viperwire and two passes were performed with the oad at low speed. Following completion of atherectomy treatment, the wire was removed and the tip of the wire was noted to remain in the vessel. The wire fragment was removed with a snare and the procedure was completed with balloon angioplasty and stent placement. No patient complications were reported.